Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of threaded inserter broke off in stem.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code found a similar event which was attributed to misuse; the outer guard component was not used that protects the internal threaded inserter from being damaged. It is unknown if the outer body component was used in this case. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.